Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the color of the image became poor due to faulty charge-coupled device (ccd). The cause of the faulty charge-coupled device (ccd) could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the poor image was colored due to a faulty charged coupled device. The electrical cable was sliced, and the lens had a damaged coupler stopper pin, were also noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a poor image. The issue was found during preparation for use. There were no reports of patient harm.